Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula was bent and the catheter was kinked near the handle. Functional testing could not be performed due to the bent handle cannula. The handle cannula was found to be bent; this finding is contradictory to what was originally reported. This condition does not allow the device to be actuated. Additionally, the catheter was kinked near the handle. This condition probably caused the handle cannula to hit against the catheter and kinking the handle cannula. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the colon during a colonic polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop was unable to be pulled back into the sheath because the handle cannula was exposed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be unharmed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the colon during a colonic polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop was unable to be pulled back into the sheath because the handle cannula was exposed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be unharmed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.